Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The patient was not hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with injection of reflin (500 mg/each bag, ip, frequency not reported) and injection of fortum (500 mg/each bag, ip, frequency not reported) for peritonitis. Concomitant therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up will be submitted.